Event description:
It was reported that overnight low glucose readings occurred after the healthcare provider adjusted the cgm target range to a higher setting during nighttime hours, and the caregiver requested confirmation of pump settings and potential reversion of the cgm target range. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education with instructions to reconnect with clinical support while the patient and caregiver are together to review cgm target range settings. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.